Event description:
It was reported that two atrial high rate episodes were found, but the egm could not be seen and was displaying ¿invalid data". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4296 implantable pacing lead (B)(6) 2013; 1216t competitive implantable lead (B)(6) 1992. (B)(4).